Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide cath: mach1 6f al15. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove or balloon refold issues from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 99% stenosed, de novo lesion in the distal right coronary artery. After pre-dilatation, the 3.0x28 mm xience xpedition stent delivery system (sds) was advanced and the stent was implanted. The sds balloon was deflated and retracted; however, due to poor re-fold of the balloon, resistance was experienced retracting the balloon into the guiding catheter. The sds and guiding catheter were then removed together as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.